Event description:
It was reported that the patient presented to the emergency room with syncope. Interrogation of the pulse generator noted that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2026. The patient was stable throughout the procedure.